Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time. Additional information: which firing of the device did this event occur on? 1st and 2nd. What vessel or structure was the device fired on at the time of the event? Cystic duct. Was there any torque or twisting of the device present at the time of firing? No. Was any unexpected resistance felt while firing the trigger? Yes. Were any unexpected noises heard? Unk. Did anything unexpected happen prior to this incident? No. Was the device fired after this incident in or out of the patient? Yes outside the patient.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the surgeon started to clip the cystic duct and the first clip crossed then the next clip closed at the tip and did not form completely. The device was also difficult to fire; it was hard to apply a clip. The clips were removed and the staff is not fond of this device at all because it is difficult to apply a clip. Another device was used to complete the procedure. No adverse consequences reported.

Manufacturer narrative:
(B)(4). The analysis results found that the device was received in good visual condition. Upon cycling the device, it was noted to be empty and locked out. The instrument is designed to lock out after all the clips have been fired. No conclusion could be reached as to what may have caused the event reported. It could not be determined what may have caused the incident reported. The batch record was reviewed and no anomalies were noted during the manufacturing process.